Manufacturer narrative:
During investigation, it was noted that we were provided the o2 gas path test results, which were normal, and the knowledge base indicates no leak in the dosing valve. The device logs showed a single instance of tf 379, with all other calibrations current and within specification. No recurring or underlying device malfunction was identified. The ventilator meets all OEM specifications.

Event description:
It was reported that before use, the device experienced a technical failure 379 - "no o2 dosing possible". Complainant indicated that there was no patient involvement in the reported issue.